Event description:
At about 1 month after primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the cup, head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 13-jan-2025: lot 2311907: (B)(4) items manufactured and released on 23-may-2023. Expiration date: 2028-05-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Lot 2346412: (B)(4) items manufactured and released on 06-may-2024. Expiration date: 2029-04-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Lot 2302844: (B)(4) items manufactured and released on 28-mar-2023. Expiration date: 2028-03-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: no action is applicable at this time as no device-related root cause has been identified, however, the event has been included in our active monitoring system for potential CAPA needs and opportunities.